Event description:
There was an allegation of a software issue that affected the display of the coaguchek xs meter. Per the meter memory, the result at 7:51 am was >8.7 inr. This result was outside of the meter¿s measuring range. Per product labeling for the device: the coaguchek xs pt test strips provide test results in the measuring range of 0.8 to 8.0 inr.

Manufacturer narrative:
The time and date were not set correctly on the meter at the time of the tests. The meter memory was checked and the customer was confident that the result displayed was >8.7 inr. A display check was performed and it was confirmed there were no missing segments from the results area of the display. The meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted.

Manufacturer narrative:
As no customer material was received, further investigation was not possible. The investigation could not confirm a product malfunction.

Manufacturer narrative:
Medwatch fields d9 and h3 were updated. The reporter¿s meter was provided for investigation, where it was tested using retention strips and retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 2.7 inr, qc 2: 2.7 inr, qc 3: 2.7 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The date and time on the meter were not set correctly. No results of >8.7 inr were observed in the meter's patient result memory. Two results of >8.0 inr were observed on a date of (B)(6) 2001 and one result of >8.0 inr was observed on a date of (B)(6) 2001. If the meter shows inr > 8, the measurement is out of the meter´s measuring range. The allegation that the meter was displaying and storing a result above the reading range was not substantiated. The returned and the retention material met the specifications. No product issue was found.